Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was received with the firing mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The device opened and closed without any difficulties noted. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the info provided, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specifications. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during a video assisted thoracotomy surgery for wedge resection, the surgeon fired the device on lung tissue twice and on the 3rd firing, the trigger was jammed and could not open. Upon forcing the trigger to open manually, it was discovered that no staples were fired and the knife did not cut. Even replacing a new reload gave the same result - no stapling and no cutting. Subsequently, he used another device and it worked well. There was no pt consequence.